Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed but did not replicate the reported complaint. The instrument was found to have a failed recognition test based on the log review. The instrument was placed on an in-house system. The instrument passed the recognition test. The root cause of the customer's reported issue could not be determined. Additional observations not reported by site that are not related to the customer reported complaint were also identified. The instrument was found to have failed the engagement test based on the log review and during in-house testing. The instrument failed the mechanical engagement when it was placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The root cause of the engagement issue was found to be a component failure. The instrument was also found with a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. This failure caused the engagement test failures of the instrument. The root cause of the broken pitch cable was found to be a component failure and related to device design. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video of the event was provided. A review of the instrument log for the tip-up fenestrated bipolar grasper instrument (part number: 470347-09, lot number: s10170106-0016) associated with this event has been performed. Per logs, the instrument installed but it was not used on (B)(6) 2021 on system (B)(4). This aligns with the customer reported complaint of instrument recognition issue. This complaint is reportable due to the following: the instrument was found with a broken pitch cable during a failure analysis investigation. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated bipolar grasper instrument was not recognized on the system. The instrument was not used on the patient. The customer used a backup instrument. The procedure was completed with no reported patient injury.